Manufacturer narrative:
(B)(4). Upon further review of the customer complaint, it was confirmed that this report was submitted in error as the complaint is not reportable. Please disregard all information in report number 3004753838-2016-38955.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/02/2016 to report that on (B)(6) 2016, the patient experienced a broken needle. No additional patient or event information is available. It was reported that the patient was using a sensor past the expiration date on the package label. The dexcom g4(tm) platinum continuous glucose monitoring system user's guide states: check the expiration date on the sensor package label. The format is yyyy-mm-dd. Insert sensors on or before the end of the expiration date calendar day.